Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels and diabetic ketoacidosis on (B)(6) 2016; however, no specific bg levels were provided. Reportedly, customer also experienced vomiting, puss at the infusion site, and reported permanent damage; however, customer did not clarify what type of permanent damage. While in the hospital, customer was treated with insulin drips. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Despite multiple follow-up attempts by tandem technical support, not additional information was provided on the reported event.